Event description:
The customer was hospitalized for high blood glucose. The customer had high bgs for several days. It was stated that the cause of the hospitalization as per md was pancreatitis. The customer also reported error alarms. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. The customer stated that the doctor feels the pump was not delivering the bolus. Customer was not wearing the pump at the time of call and he was on injections.